Event description:
It was reported that pump touchscreen took longer than expected to respond and sometimes required several taps. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Tandem technical support confirmed the touchscreen was responding as intended and the customer continued to use the pump for insulin therapy.